Event description:
Customer reported the alarm has no power; batteries have been replaced with a new supply. No visible damage reported. Customer did not provide the date when discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue; when batteries were installed the alarm did not power on, the alarm did power on when using an external power supply. However, a battery spring tab inside the battery compartment is compressed. The delay label and liquid label are both missing. (B)(4).